Event description:
Situation: while attempting to flush patients nephrostomy tube, user noticed that the bag was disconnected from the y port of the tubing. User clamped the tubing and alerted the primary team. Background: patient had a nephrostomy tube placed on [redacted date] for pyelonephritis. Last evening the patient went to MRI and CT scan due to a stroke code. Assessment: patient was lying on his back and the pressure from his body kept the tube in place and bleeding clamped off. Primary medical team/[redacted name]. Apsm/charge - [redacted name]/ir department notified. Ir resident at the bedside and ordered x-ray and ultrasound. Per ir team they will put him on the schedule for further nephrostomy tube change/bag attachment. Manufacturer response for nephrostomy tube, (brand not provided) (per site reporter).